Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, found quad 10gbps small form-factor pluggable (qsfp) adaptor was loose which is causing the reported failure. In artemis, the error: 319 was found, confirming the fault occurred in the field. The unit was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to a component failure on the endoscope controller (ec).

Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted benign hysterectomy surgical procedure, customer was receiving a non-recoverable 319 fault. Technical support engineer (tse) reviewed the logs and confirmed 319 for endoscope controller (ec). Tse walked customer through troubleshooting and issue remained. Tse suggested bringing in another vision side cart (vsc) that was not in use. Customer swapped out the vsc. The procedure was aborted to another dv system with no reported injury.